Event description:
It was reported that during an implant procedure, the left ventricular lead placement was challenging due to the guidewire getting stuck at the distal curve. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed; analysis revealed the distal and proximal conductors, as well as the outer insulation, were distorted due to kinking/buckling. There was a cosmetic foreign material on the outer insulation. Visual analysis noted the lead was damaged at implant. (B)(4).